Event description:
It was reported that the patient experienced a surgical procedure to revise an inflatable penile prosthesis (ipp) pump due to the pump staying squeezed. The pump was noted to function well outside the patient but not when implanted.